Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a lead revision surgery on (B)(6) 2016 (reference MFR report: 1627487-2016-00021 and 1627487-2016-00022). The physician was unable to implant the new paddle lead due to scar tissue. The procedure was aborted. The model and lot number of the lead to be implanted is unknown at this time.